Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Part 391.201, lot p204538: release to warehouse date: (B)(6) 2015. Supplier: (B)(6). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that it was detected that the cable is jamming during the initial opening of the cable tensioner. This was detected outside of surgery; there was no patient involved. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation was completed. The device was forwarded to the supplier for evaluation. Visual inspection confirmed that there is a loose collet tip and out of place within collet. Tensioner was disassembled and debris was found within the collet assembly. Following debris removal and relubrication of the device, the tensioner was found to function properly. Design engineering confirmed that debris within the collet assembly caused the collet tip to loosen. A device history records review was conducted and found that the device met specification prior to shipping. Design engineering confirmed that debris within the collet assembly caused the collet tip to loosen. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date the subject device was received by manufacturer. The subject device is currently undergoing investigation; the results are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.